Manufacturer narrative:
Section d4, h4: additional information. Manufacturer¿s investigation conclusion: the relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26may2015. Driveline fault and low flow alarms were confirmed via the evaluation of the log file data provided by the account. The submitted log files contained data spanning from (B)(6) 2020 at 10:59:42 to (B)(6) 2020 at 11:59:13, per the timestamps. Throughout the log files the device operated above the low speed limit. A constant yellow wrench advisory alarm associated with a driveline fault was captured throughout the entirety of the log file data. Additionally, intermittent low flow alarms were captured on (B)(6) 2020, (B)(6) 2020, (B)(6) 2020, (B)(6) 2020, (B)(6) 2020, (B)(6) 2020 to (B)(6) 2020, (B)(6) 2020 to (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020 due to the estimated pump flow being calculated to be below the threshold of 2.5lpm. No other notable alarms were captured. A specific cause for the change in pump parameters cannot be conclusively determined. The heartmate ii left ventricular assist system instructions for use explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in the heartmate ii left ventricular assist system instructions for use and patient handbook. These documents also contain information on caring for the driveline. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported ,that driveline faults continued. Plan was to admit the patient for consideration for a device exchange versus home hospice.

Manufacturer narrative:
Section h6: correction. Section b1, b2, h1. Additional information: no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Section b5: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient does not want a pump exchange. She was referred to palliative / hospice care.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that driveline fault alarms were observed while utilizing ungrounded power module patient cable with power module.